Event description:
It was reported that during another procedure, insulation damage was observed on right ventricular lead. Electrical values were normal. The lead was capped and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.